Event description:
It was reported that a patient presented with high impedance and secondary low output current. The patient had been implanted with the vagal nerve stimulator (vns) system for the first time two weeks before, at which time there were no observed issues with diagnostics. The patient's parents reported he had hit a wall with the left side of his body during a seizure. X-rays were taken and submitted for review. No potential cause could be determined with certainty due to image quality. No surgical intervention has occurred to date. No additional information has been received to date.